Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1285859. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285859 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging other¿ the customer did submit one (1) image for the reported event. Further review of the image identified the implant's outer vial in an opened condition, and its tamper seal / ring was observed broken. Based on the investigation and risk management file review as per rmf rm-00308-pfmea rev.1, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H3: changed "yes" to "no." H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
It was reported that the implant (tsvb11) was not in the packaging. Clinician had a surgery today, when the doctor went to open the implant, there was no implant in the plastic cylinder.